Event description:
It was reported that device experienced an electrical reset as a result of having an magnetic resonance imaging (MRI) performed. The clinician realized that MRI use was not recommended for this device. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).